Event description:
Ft3 result of one patient sample on the elecsys 2010 was 32.55 pg/ml. Result did not fit clinical picture. Same sample repeated using different methodology recovered 3.6 pg/ml. High ft3 result achieved on the elecsys 2010 has been verified. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.